Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 694965 - lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest pain and shortness of breath associated with pulmonary edema. He was treated with diuretics which was followed by low flow alarms and atrial fibrillation, and thus subsequently given fluids and milrinone. By the next morning the patient began to experience elevated power consumption and estimated flows. Laboratory testing indicated that the patient¿s lactate dehydrogenase (ldh) was increasing. Site suspected thrombus. Patient experienced a pump stop alarm and the pump could not be restarted. Patient underwent emergent pump exchange. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for an updated investigation completion. Product event summary: the ventricular assist device (vad) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a decrease in power consumption and estimated flows on (B)(6) 2018 followed by an increase in power consumption and estimated flows starting (B)(6) 2018 to parameters above the normal operating range. 21 low flow alarms were logged since (B)(6) 2018 and 9 high watt alarms were logged on (B)(6) 2018. One vad disconnect alarm was logged on (B)(6) 2018 at 14:11:56, indicating a physical disconnection of the driveline from the controller. A vad stopped alarm was logged on (B)(6) 2018 at 14:13:21, indicating that the motor failed to restart after multiple attempts. As a result, the reported event was confirmed. Post-explant functional analysis was not possible since the driveline was too short to be able to splice the driveline and then conduct functional testing. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Internal pathology report did not reveal conclusive evidence of thrombus within the pump. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Based on the available information, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering high watt alarms further leading to the vad stop alarm. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Log file analysis revealed a decrease in power consumption and estimated flows on 15oct2018 followed by an increase in power consumption and estimated flows starting 15oct2018 to parameters above the normal operating range. 21 low flow alarms were logged since 15oct2018 and 9 high watt alarms were logged on 16oct2018. One vad disconnect alarm was logged on 16oct2018 at 14:11:56, indicating a physical disconnection of the driveline from the controller. A vad stopped alarm was logged on 16oct2018 at 14:13:21, indicating that the motor failed to restart after multiple attempts. As a result, the reported event was confirmed. Post-explant functional analysis was not possible since the driveline was too short to be able to splice the driveline and then conduct functional testing. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Internal pathology report did not reveal conclusive evidence of thrombus within the pump. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and matching surface of the impeller are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Based on the available information, the most likely root cause of the low flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering high watt alarms. An internal investigation was opened to evaluate the failures of the pump to restart at the system level (interaction between the pump and peripheral devices) and implement corrective actions as required. Based on an extensive investigation the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient's thrombus event occurred after excessive diuretic therapy. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.